Manufacturer narrative:
The customer¿s complaint that the y-site broke could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the y-site broke during patient use.

Event description:
It was reported that the y-site separated and leaked on the general medicine/transplant unit while the patient was sleeping. The patient was receiving lipids and tpn. Blood was found around the patient, and their blood glucose dropped to 45.